Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The device history review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.

Event description:
The suture capturing device cut the suture off the bullet. A second attempt it cut the bullet off and the bullet was stuck in the driver. The patient's condition is unknown.